Event description:
The customer reported that on (B)(6) 2024 the au480 clinical chemistry analyzer generated one (1) false high patient result for triglyceride (tg). As a result, one (1) patient was sent to the emergency department to receive IV insulin management. There was no report of a death associated with this event. No additional information regarding patient care was provided.

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot over the phone. Per the information provided, the customer manually diluted patient sample and obtained lower results for this specific event. The information provided is insufficient to determine the primary cause of the event. Additional information for the investigation is unavailable. The failure mode for this event is unknown. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).